Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported their transmitter does not blink when connected to the sensor. The customer's blood glucose was 109 mg/dl. The customer also reported their sensor had no cannula. The customer's sensor will be replaced. No additional information provided.